Manufacturer narrative:
Initial.

Event description:
It was reported that the device screen exhibited intermittent delays and unresponsiveness during unlocking and input, which resolved while on the call after the user cleaned the screen. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alarms, no alerts, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education regarding screen cleaning and use. Investigation of this case revealed a nonserious, transient user interface performance issue consistent with a touch screen responsiveness problem, with no impact to therapy delivery or glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction with environmental or surface contamination.